Manufacturer narrative:
(B)(4). Batch # n93h4f. The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested but unavailable: can you please provide clarification of what the issue was with the device: how did device malfunction? Did device jam (not fire clips)? Did device not feed clips? Did device drop or eject clip? Did device sideways feed clip? Did device fire malformed clip? Did device fire scissored clip? Were there any patient consequences as a result of the event? How was the case completed?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked up and would not form clips. There was no additional information available and the device will be returned.